Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy procedure, the device's started having popping sounds whenever they would fire the probe and it would happen when they were taking samples. They also found metal in the biopsy samples and knew that they were not there from looking at the pre and post biopsy pictures. They were also having trouble aligning the clock position up when they would change the setting to retrieve samples from different positions. Another device was used to complete the procedure. Unknown if any foreign bodies remain in the patient. There was no adverse consequence to the patient.